Event description:
Caller reported issue with t:slim x2 pump battery, which would not charge despite using tandem charging cable and wall adapter, confirmed by a power source alert. Different charging cable and wall adapter did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace pump. The customer continued to use the pump for insulin therapy.